Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 50 mg/dl and they treated with glucose tablet. Customer reported crack in the insulin pump. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.